Event description:
A single vector distractor came apart a day after implantation. The doctor initially followed the technique of using a suture to secure the footplates together at the time of implantation, but it broke during creation of the osteotomy and he didn't replace it. The distractor was not removed during the osteotomy portion of the procedure. The surgeon plans to replace the distractor.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.